Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6)2017 due to high blood glucose. Customer also reported no delivery alarm. Customer declined troubleshooting for the high blood glucose. Customer¿s blood glucose at the time of the incident was more than 600 mg/dl and current blood glucose was 308 mg/dl. Customer treated high blood glucose this morning with an injection. Customer treated by changing the infusion set and delivered a bolus. The significant events leading to hospitalization included fatigue and thirsty. Customer wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.